Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a primary audible alarm error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3 - mfg establishment name- corrected. D9: 3/19/2025. The suspected device was returned for evaluation. Review of the event history log (ehl) showed check clutch error. A visual test was performed and the reported issue was confirmed. The cause of the reported issue was due to the speaker. As a result, the speaker, mainboard, and clutch were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.